Event description:
While taking the regatta guidewire out of the inner packaging, it was noticed that the distal part (about 12cm) of the guidewire was waved and not straight. The product was clinically used in the pt. Please note that after review of the analysis results, the wire was found elongated when it was analyzed.

Manufacturer narrative:
Before using a regatta steerable guidewire in a pt, the physician found the distal part of the wire was "waved and not straight". The physician opted to use the wire for the procedure and the product performed successfully. No unusual device handling was reported. Analysis of the returned wire confirmed that the wire was bent in the distal portion and exhibited a j-shaped tip, which is not consistent with the regatta hs. It appeared that the wire was pre-shaped prior to use. Review of the distal portion under magnification, it was seen that the most distal end of the coil was wavy. In addition, was observed that the proximal end of the distal was coil assembly was elongated. Elongation of the distal coil will cause a wavy effect, as an increased number of coils are compressed into a smaller length. The regatta instruction for use (501111 revision4) contains the following: note: to aid in the navigation within and selection of arteries, the guidewire may be reshaped. Shape the guidewire tip using standard technique. When preparing to shape the tip section, hold the tip at the middle joint and between the two fingers. Gently "brush" the spring coil to identify the plane of flexure and complete the shaping procedure. The batch record (lot# 90007610) was reviewed and found accurately completed. The items reviewed were turns to failure data, tensile data and adequate completion of each process step. Review of the available info suggests that device handling may have contributed to the wire elongation.